Event description:
Following tooth extraction, a single upper tooth surgical interim denture was provided to the pt. This denture proved unusable due to dissimilar metal chemistry and electrical-neural interaction. Dates of use: (B)(6) 2010. Diagnosis or reason for use: temporary tooth replacement. Event abated after use: yes. Event reappeared after reintroduction: yes.